Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. The patient was reported to be unresponsive. The patient was treated with IV (intravenous) glucose and released after 4 days. The pod was removed by paramedics prior to hospitalization. The pod was believed to have switched to manual mode, and upon review of the manual basal rate settings by the patient's endocrinologist the pod settings, were found to be programmed to deliver 10 times the amount of basal insulin needed. The patient had 3 basal segment programs set at 8 units/hour, 12 units/hour and 8 units/hour. Basal segments should have been 0.8 units/hour, 0.60 units/hour and 0.8 units/hour. The patient was prescribed oxygen and amoxicillin 875/125 2 times a day for 5 days at discharge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.